Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-12419. It was reported the patient¿s leads migrated. To address the issue, the physician explanted and replaced the leads. Postoperatively, effective therapy was restored.